Manufacturer narrative:
The customer¿s experience of an ¿unintended rate change¿, was confirmed in the pcu event log, however the rate was increased by the user. The pcu event log shows pump module s/n 14177920 was programmed to infuse a basic infusion at 5ml/hr at 4:50 pm on (B)(6) 2019. The infusion completed at 5:04 pm and volume was added to the vtbi. The infusion completed again at 5:35 pm. This time the user changed the rate to 100ml/hr and the vtbi to 25ml. The infusion then ran until 5:49 pm when the device alarmed for air in line. The volume recorded as being infused during this period was 27.647ml. The root cause was identified as due to user programming. Other text: no device received-log review only.

Event description:
It was reported that at 1650 a lasix infusion was scanned correctly and programmed at 5mg/1ml/hr, and later updated at 1651 to 25mg/5ml/hr. However at 1735 the clinician noticed the pump was infusing at 500mg/100ml/hr. The patient was also receiving albumin on another pump. The patient reported to the clinician that the pump had alarmed and someone touched it, however they could not identify the person and there were no further details given. There was no patient harm.